Manufacturer narrative:
The samples are lithium heparin plasma with gel barrier. Qc performed on (B)(6) 2010 was within the customer's established ranges. Low level qc test performed in the evening was out of specification (high). The customer recalibrated the unit and reran the test; however, the result was still out of specification (high). A bci field service engineer (fse) replaced the wash valve home sensor and rotor. Fse rebuilt the wash pump, verified alignments and cleaned the wash wheel. All verification tests met specifications. A clear root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutni results within the risk stratification range for two patients generated by access 2 immunoassay analyzer. The results were reported out of the laboratory and questioned by the physician. The patients were held at the ER for observation. Repeat testing on the original sample generated results within the normal reference range.